Manufacturer narrative:
The user returned the device to olympus because the endoscopic image was not displayed and the screen was black while preparing for use. It was not reported whether the device with foreign material stuck in the air/water nozzle was used in the procedure. Therefore, the endoscope that was improperly or insufficiently reprocessed may have been used in the procedure. The device was evaluated at (B)(4). As a result of the evaluation, the following was confirmed. Due to the clogging of the air/water nozzle, the amount of air and water supplied was insufficient. The air/water nozzle was deformed. Due to wear of the angle wire, the angulation in all directions was insufficient. Due to the wear of the angle wire, there was play in the up/down angulation control knob and right/left angulation control knob, and the neutral position was out of the specified position. The adhesive of the bending section rubber was peeled off. The insertion tube was scratched. The coating of the video cable was peeled off. The video cable and universal cord were scratched. The light guide lens was cracked. The remote switch 2 and remote switch 4 were scratched. The distal end cap was dirty due to insufficient cleaning. The distal end cap was dented. The watertightness was lost due to deformation of the light guide connector. The light guide cover glass was sticky. The endoscopic image was not displayed due to deterioration of the ccd unit. The protector of the video cable was cut. The electrical contacts on the video connector were scratched. The video connector case and endoscope connector were scratched. A black shadow was displayed on the endoscopic image. The insulation test at the distal end failed. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of olympus medical systems (B)(4) and found that the air/water nozzle was clogged with foreign material. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. There were no reports of device nonconformity that caused the reported event. From the device repair history, the device has never been repaired. The exact cause of the reported event could not be conclusively determined. Based on the following information, there is a possibility that the nozzle was clogged with foreign material derived from peripheral devices, body fluids, and adhered substances of the chemicals used, because the reprocessing performed after the previous procedure was inappropriate, and the air / water nozzle was deformed. -from the inspection results of the device, it was found that foreign material came out from the air/water nozzle. In addition, it was confirmed that the nozzle was clogged with foreign material, the nozzle was deformed, the distal end cap was deformed and dirty, the light guide cover glass was sticky, and the video cable coating was peeled off. -in the past similar cases, it was surmised that the nozzle was clogged with foreign material, body fluid, adhered substances of the chemicals used from peripheral devices because the reprocessing after the previous procedure was inappropriate and the nozzle was deformed. -the instruction manual clearly states as follows. -do not apply shock to the distal end of the insertion section. -if the endoscope used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope immediately after each patient procedure. -to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope after each patient procedure. -thoroughly wipe all external surfaces of the insertion section, using clean lint-free cloths or sponges. -how to send and rinse the cleaning agent to the air/water channel. -if there was excessive bleeding during the patient procedure or if precleaning could not be performed immediately after the patient procedure, presoaking the endoscope in detergent solution before manually cleaning. The instruction manual states that the air/water nozzle should be inspected for irregularities. In addition, it also states inspection of the endoscopic system, air-feeding function, and objective lens cleaning function. Therefore, the user can properly detect the reported event by following the instruction manual. Since the instruction manual states a warning about the impact on the distal end of the insertion section and a reprocessing method, the user may be able to reduce / prevent the occurrence of the reported event. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.